Manufacturer narrative:
On 3/22/2019, the bwi product analysis lab received the device for evaluation. Initial visual analysis found, ¿no visual damage or anomalies observed.¿ the analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Note: the method code # 3331 (analysis of production records) was inadvertently omitted from the initial 3500a. The code has now been included. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
It was reported that a 68-year-old male patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis. The patient was reported to be in stable condition after pericardial drainage. The patient was transferred to the intensive care unit (ICU) and required at least one extra day of hospitalization. Patient¿s outcome is improved. The physician was unsure about the cause of the event since only using 45 watts in a few spots anterior to the right veins and a few spots on anterior ridge of left veins; however, he had mention it might be procedure related. No error messages were observed on any bwi equipment during the case. Device evaluation details: the device evaluation has been completed. The device was visually inspected and it was found in good conditions. The magnetic sensor was tested on carto and the catheter was properly visualized and no errors were observed. Then, the force sensor was tested and it was working properly; the force values were observed within specifications. An electrical test was performed on the catheter and it was found within specifications. No electrical malfunction was observed. Additionally, the catheter was tested on the generator and the temperature and impedance values were observed within specifications. Then, the irrigation and deflection test were performed and it was found within specifications, the catheter was irrigating and deflecting correctly. A manufacturing record evaluation was performed and no internal actions related to the reported complaint were identified. The catheter passed all specifications. The root cause of the adverse event remains unknown. The instructions for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation or tamponade. Manufacturer¿s ref # (B)(4).

Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. A manufacturing record evaluation was performed for the finished device 30145965l number, and no non-conformances were found during the review. Manufacturer's ref. (B)(4).

Event description:
It was reported that a (B)(6) male patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis. The event was noticed post use of biosense webster inc. (Bwi) products. Ablation of veins was completed and the physician was checking the veins with isuprel. Pericardial effusion was noticed while the patient was still on the procedure table right after injection of the first vein. The patient¿s blood pressure dropped to systolic of 50. Cardiac tamponade was confirmed by intracardiac echo (ice) catheter. Pericardiocentesis was performed to remove an unspecified amount of fluid from the pericardium. Fluids, blood transfusions, and vasopressin was were administered as well. The patient was reported to be in stable condition after pericardial drainage. The patient was transferred to the intensive care unit (ICU) and required at least one extra day of hospitalization. Patient¿s outcome is improved. The physician was unsure about the cause of the event since only using 45 watts in a few spots anterior to the right veins and a few spots on anterior ridge of left veins; however, he had mention it might be procedure related. No error messages were observed on any bwi equipment during the case. Transseptal puncture was performed with a baylis transseptal needle. A st jude medical sr0 sheath was used during the procedure. The generator was used in power control mode with a temperature cut-off at 40 degrees and power cut-off at 50 watts. The site of injury is unknown, the ablation was performed for 30 seconds at each spot with average force of 20 grams. The power was applied between 30-45 watts. The temperature was at 28-29 degrees during the ablation. The impedance averaged between 110-120 ohms during the ablation. The power was set before ablating and was not titrated. The fluid rat at 8cc/minute at 30 watts and under, and at 15 cc/minute over 30 watts. The patient received anticoagulant during the case with an activated clotting time at 300-350 seconds. The thermocool® smart touch® sf bi-directional navigation catheter was not in close proximity to another catheter and it was zeroed after the initial warm-up phase post catheter connection to the carto 3 patient interface unit (piu). The carto 3 system did not indicate to re-zero the catheter. The patient¿s diagnosis pre ¿ procedure was persistent atrial fibrillation (afib).